Event description:
The physician did not use a pigtail straightener during insertion of the 5f pigtail catheter into the sheath. The catheter was transitioned into the aortic valve but could not cross. After a few minutes of manipulation, a kink was noted in the secondary curve of the pigtail. The decesion was made to remove the catheter from the patient. As the catheter was transitioning the right iliac toward the sheath tip, a tug was felt. The physician contined to withdraw the catheter and upon removal noted the catheter was dissected. Using fluoroscopic exam, the dissected segment of the pigtail and damaged sheath tip were found in the right femoral artery. The physician gained femoral access below the original puncture site, introduced a snare device and removed the remaining portion of the pigtail successfully. Hemostasis was achieved at both arterial puncture sites using manual compression without further complication.